Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. Between (B)(6) 2012 there are multiple events of mainly 10 minutes duration which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also evidence that the device was being inadequately stored and exposed to extremely low temperatures. This exposure is known to have detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery and memory full warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.